Event description:
Related manufacturer report number: 2017865-2023-36349. During an in clinic follow up, a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. During the revision procedure, the rv lead was tested on the psa and showed an expected capture, it was reconnected to the device and again a loss of capture was observed. An issue with the device header and connection was suspected. The device was exchanged and while attempting to reposition the rv lead, difficulty positioning and the helix was unable to extend and retract. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of loss of capture could not be confirmed. The reported field event of header anomaly was confirmed. The stripped setscrew prevented the torque driver from engaging the setscrew and was the cause of the reported event. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.